Event description:
Device malfunction: none. Symptoms/ae: bowel infarction, gi bleed, death. Time of symptoms/ae: 12 days post procedure. It was reported that 12 days post procedure of the left carotid artery, the patient had a bowel infarction and then a fatal gi bleed. The patient expired in 2006. The cause of death is currently unknown. No additional information is available.